Event description:
The manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The device has not yet been received for evaluation by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.